Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. The patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. The patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with multi defect ventral incisional hernias thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿hernia defect was identified and adhesions were taken down. A composix kugel mesh was placed and secured by sutures.¿ (B)(6) 2014 - patient was diagnosed with adhesions thereby underwent laparoscopic repair with partial removal of composix kugel mesh. Per operative notes, ¿some of the mesh stuck to the underside of the bowel was taken down and the adhesions were removed." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia, bowel obstruction and abdominal pain thereby underwent laparoscopic repair with removal of composix kugel mesh. Per operative notes, ¿multiple loops of bowel densely adhered to the intraabdominal mesh were taken down. The bowel was resected and the mesh was excised.¿ attorney alleges that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, obstructions, inflammation, adhesions and abdominal pain thereby underwent removal of the mesh. The instructions-for-use supplied with the device lists hernia recurrence, inflammation and adhesion as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Update fields: a2, a4, b2, b3, b4, b5, b6, b7, d4(product catalog no, corporate lot no, expiry date), d. 6b (date of explant), g1, g3, g6, h4, h6, h10. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.